Event description:
Baxter france reported "the opening of the clamp is made up to a thrust (or an abutment) inside the clamp and these thrusts are broken". This was noted during use with no patient injury or medical intervention reported according to the international complaint coordinator.